Event description:
It was reported that the patient underwent an ion-assisted lung biopsy procedure. The target nodule was in the right upper lobe-anterior segment. The procedure was completed as planned without any issues or delays. After speaking with the certified nurse anesthetist (crna) on the case, upon extubation, the patient was moving all extremities. In addition, during transport to recovery, the patient developed weakness on their left side; stroke alert was called. A magnetic resonance imaging confirmed the presence of stroke, so a tissue plasminogen activator (tpa) was given. The tpa caused the biopsy site to bleed (estimated blood loss was unknown), so cold saline lavage was used to stop the bleeding. In addition, the patient had an allergic reaction to tpa and was emergently intubated. The bleeding stopped spontaneously as the tpa was metabolized, and the allergic reaction subsided. The patient was extubated successfully and then discharged to a rehab facility. The physician reported that the adverse events were not ion related, but rather attributed to the patient¿s pre-existing paroxysmal atrial fibrillation and an anesthesia reaction aggravated by tpa use, as well as an allergic reaction. The stroke was thought to be cardio-embolic in nature. Therefore, these adverse events were thought to have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the peri-procedural complication cannot be determined. The physician reported that the adverse events were not ion related, but rather caused by the patient's underlying paroxysmal atrial fibrillation, an anesthesia reaction aggravated by tpa use, and an allergic reaction. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. A review of the event was conducted by an isi medical officer and the following additional information was provided: a 72-year-old female underwent and ion endoluminal biopsy of a right upper lobe target. The procedure was completed without issue and the patient was extubated. During transport from the procedure suite to the recovery area left sided weakness developed. MRI confirmed a stroke for which tissue plasminogen activator (tpa) was administered with associated bleeding from the biopsy site with spontaneous resolution after the tpa was metabolized. The patient developed an allergic reaction to the tpa requiring intubation and transfer to the ICU. The patient was eventually successfully liberated from mechanical ventilation and improved enough to be transferred to a rehabilitation facility. Past history is notable for atrial fibrillation which was felt to be the etiology of the stroke. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of (B)(4) bronchoscopies the total number of any complications was reported to be (B)(4) transient ischemic attacks but no strokes. Another multicenter study reported (B)(4) complications with no strokes. A recent prospective multicenter international study of (B)(4) bronchoscopies also reported no strokes. Another prospective series of (B)(4) ion procedures reported (B)(4). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from (B)(4) in non-cardiac, non-neurologic, and non-major surgery and as high as (B)(4) in the setting of brain or high-risk cardiovascular surgery. The available data suggests that adverse event was procedure related in the setting of the patient¿s underlying atrial fibrillation and not due to the ion system, instruments, or accessories. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of (B)(4) bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.